Event description:
It was reported that a system diagnostics resulted in high lead impedance while having other parameters within normal limits. Information from the treating epileptologist indicated the patient was still receiving good efficacy and did not have pain while the device stimulated as well as no adverse events. Diagnostics prior to the event were within normal limits with a dc dc of 2 and no patient trauma or manipulation was reported that could have contributed to the event. Furthermore, a battery life approximation was made and predicted 2.53 years until eos=yes. A review of the patient's programming history revealed the dc dc code jumped from 2 to 4 in a five month period after being 2 for about 1.5 years. Furthermore, the patient underwent generator replacement surgery and the reason for replacement was prophylactic replacement of the generator. The explanted generator was returned to the manufacturer and underwent product analysis. Product analysis revealed there were no performance or any other type of adverse conditions found with the pulse generator as the pulse generator performed according to specifications. Additional information was received from the office of the treating epileptologist stating that current diagnostics on the newly implanted generator returned to normal and normal mode diagnostics were ok as well. Accordingly, the reported high lead impedance was likely due to a pin insertion issue as it resolved once the generator was replaced. Diagnostics on the newly implanted generator further clarified the pin insertion issue as they were within normal limits. Furthermore, the root cause of the high impedance is unknown as no patient trauma or manipulation was reported.